Event description:
It was reported that the autoclavable camera head had poor image quality, blue vertical stripe and noise. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed, image definition is not usual, water leak in head unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no endoscopic image was due to the damaged cable unit, and the unusual image definition was due to a water leak in head unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.